Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. Customer¿s blood glucose was 83 mg/dl. Troubleshooting was performed for pump error and the customer stated that they are unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for the analysis.

Manufacturer narrative:
Insulin pump passed the self test. Insulin pump was received with a drive count or time values or changes incorrect for moving or coasting error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting error. Rewind anomaly confirmed.